Event description:
While irrigating an indwelling urinary catheter (sure step foley system), the urine poured out of the new vent port. Rn replaced the foley bag which was found to be leaking as well, so the drainage system was replaced twice - initial for the leaking from the "new" air vent, and then a second time for the leaking from the rubber tubing of the bag. The nurse got urine all over her.